Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran mix tests for reagent probe 1, reagent probe 2 and sample probe 1 (s1), all of which passed. Quality control was within acceptable range. The cse specialist replaced the s1 probe proactively after observing slight buildup around the base. The cse aligned the probe and ran check 1, which passed. The cse also performed precision testing on patient sample, which was acceptable. The cause of the discordant, falsely low ca and glu results on one patient sample is unknown. Additionally, as per dimension vista system operator's guide, if the result is flagged with abnormal assay, it should not be reported and the sample should be rerun. The customer did not follow the instructions and reported the initial glucose result flagged with "abnormal assay." The cause of the discordant, falsely low glucose result being reported was due to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) and glucose (glu) results were obtained on one patient sample on a dimension vista 500 instrument. The glucose result was flagged by the system with an "abnormal assay" error. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and glu results.

Manufacturer narrative:
The initial MDR 1226181-2016-00432 was filed on september 19, 2016. Additional information (09/05/2016): a siemens customer service engineer (cse) revisited the customer site. The cse performed a sample 1 mixer and alignment test, which failed. The cse replaced the sample probe 1 mixer, aligned sample probe 1, and performed the sample 1 bottom of cuvette correction. The cse ran quick check and performed an alignment test, which were acceptable. Quality control was within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the instrument data and service report. The hsc specialist determined that the cause of the discordant, falsely low calcium and glucose results on one patient sample was due to sample mix issue, which was resolved by the replacement of the mixer.